Manufacturer narrative:
(B)(4). Evaluation summary: the report of pannus/host tissue growth was confirmed through visual observations. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the outflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice on the inflow aspect. Host tissue formed a ring on the surface of the leaflets at the inflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Host tissue fused leaflets 1 and 2 by approximately 2 mm at commissure 2 on the outflow aspect. Exposed wire was observed near leaflet 2 on the outflow and inflow aspects. Hematoma was observed on leaflet 3 on the outflow aspect. All three leaflets appeared thickened and swollen near the commissures. X-ray demonstrated wireform intact. Additional manufacturer narrative: pannus/host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The device history record (DHR) cannot be reviewed as the device serial number is unknown. However, the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 23mm aortic pericardial valve, implanted approximately fourteen (14) years and five (5) months, was explanted for prophylactic purposes. This device was originally implanted for aortic valve replacement to correct aortic regurgitation. After implant, there was no problem with this aortic pericardial valve, however annulo-aortic ectasia was advanced, so the patient needed to receive a bentall procedure which required removal of this aortic pericardial valve to perform the procedure. This device was explanted and replaced with another edwards pericardial valve. The condition of the explanted valve was reported as ¿pannus growth was observed on a subvalvular tissue which was correspond to the non-coronary cusp of this valve¿. The patient status was reported as ¿recovered¿ at ICU.